Event description:
It was reported that a spectrum pump alarmed constant door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant door not fully latched alarms were confirmed and was caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.